Event description:
Complainant alleged that during incoming inspection, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty relay on the pace/defib (pd) engine board. The pd engine was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.